Event description:
Customer reported she experienced low blood glucose of 42 mg/dl; treated with food. Customer requested assistance with turning the sensor feature off because she is constantly receiving meter bg alerts. Customer stated that the blood glucose reading was not transferred to the insulin pump. Customer was assisted on turning the sensor feature off, reconnect old sensor and turn the feature back on. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.